Event description:
It was reported that it was difficult inserting the lead tip through the 7f introducer. The introducer was reportedly damaged distal to the hub. An 8f introducer was used. Under fluoroscopic imaging, the helix appeared to be slightly extended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.